Event description:
A pt reported they were seen in ER due to their one touch basic meter only prompting "redo check" message. There was no result on their meter, unable to test. No other tests or comparison. Treatment was unk. No further info has been reported.